Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
No eval explain code.

Event description:
It was reported the patient had the pain pump to keep him comfortable as they knew he was dying and was not going to pull through. He was in very poor health. He was being cared for by hospice. The patient was seen for a refill on (B)(6) 2012. The patient had several strokes and heart attacks prior to death that were not related to the devices. The patient died due to complications he suffered after the strokes and heart attacks. The pump was delivering morphine.